Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mitral valvuloplasty procedure on (B)(6) 2016 and the drain was implanted under the ribs. On (B)(6) 2016, even though the doctor felt that there was a resistance when the drain tube was taken out from the patient, the drain tube was removed on the floor. It was later found that the tip of the drain tube had been caught in the ribs when closing the rib cage. Therefore, the drain tube was evidently damaged when it was removed from the patient, and then the piece of the drain tube was remained in the patient. Th treatment plan is reoperation. The broken piece will be removed but when it is removed is unknown. Currently, the patient is hospitalized. It was also reported that the post-event course is stabilized with no adverse effect related to the broken tube piece. No further information is available.